Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the top left crossbrace broke where the hole is drilled for the pivot link. .